Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. (B)(4).

Event description:
It was reported that the patient had an episode of ventricular fibrillation (vf). The implantable cardioverter defibrillator (ICD) appropriately treated the episode with a shock and then a power on reset (por) occurred. The device was first interrogated one day after the por. The physician reports that they couldn't save a std (save-to-disk) file. The following day another physician tried to do the std file and reports that there was no response in the first attempt (they didn't see that the programmer was re-interrogating and saving the file), so they had to do a reattempt and the std was done. An additional follow-up was conducted which indicated another por. The device remains in use. No patient complications have been reported as a result of this event.